Manufacturer narrative:
No device available for return from the customer. Per the risk management plan for the product, potential root causes for the defect have been determined as week cannula, excessive bending of the needle, or excessive force during the procedure. The cannula consists of 302/304 stainless steel. There were no defects or deviations noted during the manufacturing of the device. It is most likely the defect occurred due to excessive bending of the needle. We will continue to monitor and trend.

Event description:
Patient programmed for bone marrow biopsy. Dr. (B)(6) did the procedure with needle biopsy 11 x 4, at moment to remove the needle: it broke and stayed inside patient body. Examination by general surgeons was requested, who ordered study by x-ray for pelvis ap and lateral, to see the location of needle inside the bone (pelvis). Additionally the patient is examined by orthopedist. Osteotomy procedure was requested for needle extraction.